Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely, confirmed it was not turning on, and scheduled an onsite follow-up visit. A philips field service engineer (fse) inspected the system onsite and verified that there was no voltage from the phase to the ups (uninterrupted power supply) due to a defective fuse on l1. The fse replaced the pdu (power distribution unit) fuses outputs to correct the malfunction. Review of the system log files revealed an unexpected time gap which supports the troubleshooting actions by the fse as it confirms a loss of power, consistent with the failure of the fuse. After the part replacement, the system returned to good working order. The codes were updated based on the investigation outcome.